Manufacturer narrative:
E1: state: (B)(6). E1: phone: (B)(6). H3 - device evaluated by mfg? Device not returned to manufacturer. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that a type 1b endoleak on an unknown cook device had occurred. The patient underwent an endovascular aortic repair (evar) procedure for an abdominal aortic aneurysm (aaa) on (B)(6) 2010. A zenith flex aaa endovascular graft bifurcated main body had been implanted during the procedure. Additional devices were implanted, but the identity of those devices is unknown. The patient presented with a type 1a endoleak, which was confirmed by catheter angiogram on (B)(6) 2025 and computed tomography angiography (cta) scan on (B)(6) 2025. It was reported that the a zenith flex aaa endovascular graft bifurcated main body had separated where the fabric attached to the supra renal stent. After the event of a type 1a endoleak on the cook zenith flex aaa endovascular graft bifurcated, main body was reported to the cook representative, the physician indicated that the patient did not want further treatment. However, the cook representative was later contacted on (B)(6) 2025 for a plan for a custom-made device (cmd). Still images of the CT angiogram were sent by the cook sales representative to the physician on (B)(6) 2025. The cook sales representative indicated that ¿as discussed yesterday, one option for a graft design would be a fenestrated cuff which would seal proximally above the ca and distally into the existing graft above the aortic bifurcation. As access is restricted on the right side, the graft could be planned on the modified preloaded delivery system, this allows the renal arteries to be cannulated and stented from below through the delivery system and the sma and ca can be cannulated and stented from above. There is still the issue of the 1b on the right side.¿ communication took place between the physician and the cook sales representative regarding the custom-made device plan from (B)(6) 2025. The physician then contacted the cook representative on (B)(6) 2025 to report that the patient presented with abdominal pain on (B)(6) 2025 and was admitted to the hospital and then treated with a competitor's device. The cook representative asked the physician how treatment was rendered on the right side. The physician responded that the 22 french sheath was on the left but to extend on the right, the limb was accessed, and the competitor¿s devices were dilated to 10.6 and that was enough to reline the limb with a few competitor¿s devices. The patient was reported to be doing well after the intervention. The focus of this report is the type 1b endoleak on an unknown cook device. An additional report for the type 1a endoleak on the zenith flex aaa endovascular graft bifurcated main body is reported under MDR# 1820334-2025-00974.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: b5. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Imaging was provided to the manufacturer for the investigation. An imaging review was completed and identified chronic iliac leg occlusion. It was further clarified on (B)(6) 2026 that the device that had the chronic iliac occlusion was the zenith flex aaa endovascular graft iliac leg, rpn: tfle-14-56-zt. The image reviewer indicated that at some time in the past, the device had been occluded. Competitor's stents were implanted to treat the occlusion. Those stents were narrowed but not occluded as illustrated in the computed tomography angiography (cta) and angiogram provided. On (B)(6) 2025, during a reintervention procedure, two additional competitor's devices were used to reline the previous competitor's stents that had been placed for the chronic leg occlusion. The focus of this report is the type 1b endoleak that occurred on the zenith flex aaa endovascular graft iliac leg, rpn: tfle-14-56-zt. Additional reports have been submitted for the occlusion on the zenith flex aaa endovascular graft iliac leg, rpn: tfle-14-56-zt (report reference number 1820334-2026-00120) and the type 1a endoleak on the zenith flex aaa endovascular graft bifurcated main body, rpn: tffb-26-111-zt (report reference number 1820334-2025-00974).

Manufacturer narrative:
Additional information: b5, d1 (brand name), d4 (model), d4 (catalog number) this report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged or unavailable. Investigation ¿ evaluation. It was reported that a type 1b endoleak on an unknown cook device had occurred. The patient underwent an endovascular aortic repair (evar) procedure for an abdominal aortic aneurysm (aaa) on 30dec2010. A zenith flex aaa endovascular graft bifurcated main body had been implanted during the procedure. Additional devices were implanted, but the identity of those devices is unknown. The patient presented with a type 1a endoleak, which was confirmed by catheter angiogram on (B)(6)2025 and computed tomography angiography (cta) scan on (B)(6)2025. It was reported that the a zenith flex aaa endovascular graft bifurcated main body had separated where the fabric attached to the supra renal stent. After the event of a type 1a endoleak on the cook zenith flex aaa endovascular graft bifurcated, main body was reported to the cook representative, the physician indicated that the patient did not want further treatment. However, the cook representative was later contacted on 28oct2025 for a plan for a custom-made device (cmd). Still images of the CT angiogram were sent by the cook sales representative to the physician on 30oct2025. The cook sales representative indicated that ¿as discussed yesterday, one option for a graft design would be a fenestrated cuff which would seal proximally above the ca and distally into the existing graft above the aortic bifurcation. As access is restricted on the right side, the graft could be planned on the modified preloaded delivery system, this allows the renal arteries to be cannulated and stented from below through the delivery system and the sma and ca can be cannulated and stented from above. There is still the issue of the 1b on the right side.¿ communication took place between the physician and the cook sales representative regarding the custom-made device plan from 28oct2025 to 31oct2025. The physician then contacted the cook representative on 03nov2025 to report that the patient presented with abdominal pain on 01nov2025 and was admitted to the hospital and then treated with a competitor's device. The cook representative asked the physician how treatment was rendered on the right side. The physician responded that the 22 french sheath was on the left but to extend on the right, the limb was accessed, and the competitor¿s devices were dilated to 10.6 and that was enough to reline the limb with a few competitor¿s devices. The patient was reported to be doing well after the intervention. Imaging was provided to the manufacturer for the investigation. An imaging review was completed and identified chronic iliac leg occlusion. On 04dec2025 the image reviewer identified the graft with the type 1b endoleak to be a zenith flex aaa endovascular graft iliac leg. It was further clarified on 24jan2026 that the device that had the chronic iliac occlusion was the zenith flex aaa endovascular graft iliac leg, rpn: tfle-14-56-zt. The image reviewer indicated that at some time in the past, the device had been occluded. Competitor's stents were implanted to treat the occlusion. Those stents were narrowed but not occluded as illustrated in the computed tomography angiography (cta) and angiogram provided. On 03nov2025, during a reintervention procedure, two additional competitor's devices were used to reline the previous competitor's stents that had been placed for the chronic leg occlusion. The focus of this investigation is the type 1b endoleak that occurred on the zenith flex aaa endovascular graft iliac leg, rpn: tfle-14-56-zt. Additional reports have been submitted for the occlusion on the zenith flex aaa endovascular graft iliac leg, rpn: tfle-14-56-zt (report reference number 1820334-2026-00120) and the type 1a endoleak on the zenith flex aaa endovascular graft bifurcated main body, rpn: tffb-26-111-zt (report reference number 1820334-2025-00974). Reviews of the documentation including the complaint history, drawing, quality control procedures, specifications and instructions for use (IFU) of the device, were completed during the investigation. The complaint device was not returned for evaluation; therefore, a physical examination could not be conducted. However, medical imaging was provided for expert image review. The review noted that, ¿a type ia endoleak, bare sealing stent separation, and a type ib endoleak are confirmed. The type ia endoleak was likely the result of proximal aneurysm growth from the type ib endoleak. The risk of proximal seal zone expansion was also increased by sealing stent implantation at least one centimeter inferior to the renal arteries. The ib endoleak was likely the result of dissection related to a remote intervention on a chronic right iliac leg occlusion. The sealing stent sutures failed from the chronic increased stress of pulsation pressure on the unsupported sealing stent.¿ the reviewer later noted that, ¿it was a tfle14-56 involved in the endoleak. The endoleak was likely from a dissection with additional intimal tear (likely later) communicating with the aneurysm sac.¿ the reviewer later confirmed on 15dec2025 that the device involved in the occlusion was the tfle-14-56. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) found that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) was unable to be completed due to the lack of lot information from the facility. Cook also reviewed product labeling. The product IFU, t_zaaaf_rev 5 ¿zenith flex aaa endovascular graft with the z-trak introduction system,¿ provides the following information to the user related to the reported failure mode: 4.2 patient selection, treatment and follow-up key anatomical elements that may affect successful exclusion of the aneurysm include severe proximal neck angulation (>60 degrees for infrarenal neck to axis aaa or >45 degrees for suprarenal neck relative t the immediate infrarenal neck); short proximal aortic neck (<15 mm);an inverted funnel shape (greater than 10% increase in diameter over 15 mm of proximal aortic neck length); and circumferential thrombus and/or calcification at the arterial implantation sites, specifically the proximal aortic neck and distal iliac artery interface. In the presence of anatomical limitations, a longer neck may be required to obtain adequate sealing and fixation. Irregular calcification and/or plaque may compromise the attachment and sealing at the fixation site. Necks exhibiting these key anatomical elements may be more conducive to graft migration or endoleak. Adequate iliac or femoral access is required to introduce the device into the vasculature. Access vessel diameter (measured inner wall to inner wall) and morphology (minimal tortuosity, occlusive disease and/or calcification) should be compatible with vascular access techniques and delivery systems of a 16 french to 22 french vascular introducer sheaths. Vessels that are significantly calcified, occlusive, tortuous or thrombus-lined may preclude placement of the endovascular graft and/or may increase the risk of embolization. A vascular conduit technique may be necessary to achieve success in some patients. 4.4 device selection strict adherence to the zenith flex aaa endovascular graft IFU sizing guide is strongly recommended when selecting the appropriate device size. Appropriate device oversizing has been incorporated into the IFU sizing guide. Sizing outside of this range can result in endoleak, fracture, migration, device infolding or compression. 4.5 implant procedure inaccurate placement and/or incomplete sealing of the zenith flex aaa endovascular graft within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the renal or internal iliac arteries. Renal artery patency must be maintained to prevent/reduce the risk of renal failure and subsequent complications. 4.6 molding balloon use use care in inflating the balloon with the graft in the presence of calcification, as excessive inflation may cause damage to the vessel. 5.2 potential adverse events adverse events that may occur and/or require intervention include, but are not limited to: aneurysm enlargement endoleak endoprosthesis; improper component placement; incomplete component deployment; component migration; suture break; occlusion; infection; stent fracture; graft material wear; dilatation; erosion; puncture; perigraft flow; barb separation and corrosion 8 patient counseling information physicians should refer patients to the patient guide regarding risks occurring during or after implantation of the device. Procedure-related risks include cardiac, pulmonary, neurologic, bowel and bleeding complications. Device-related risks include occlusion, endoleak, aneurysm enlargement, fracture, potential for reintervention and open surgical conversion, rupture and death. Final angiogram 1. Position angiographic catheter just above the level of the renal arteries. Perform angiography to verify that the renal arteries are patent and that there are no endoleaks. Verify patency of internal iliac arteries. 2. Confirm there are no endoleaks or kinks and verify position of proximal gold radiopaque markers. Remove the sheaths, wires and catheters. Evidence provided by the complaint facility, complaint history, image review and the dmr suggests that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. Based on the information provided, expert review of imaging provided, and the results of this investigation, a definitive cause for the failure could not be established. The image reviewer noted ¿the ib endoleak was likely the result of dissection related to a remote intervention on a chronic right iliac leg occlusion.¿ it is possible the previous procedure that was completed for the occlusion contributed to the failure leading to structural changes or damage in the vessel, resulting in the endoleak. Per the risk assessment no further action is required. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Event description:
On (B)(6) 2025 the image reviewer identified the graft with the type 1b endoleak to be a zenith flex aaa endovascular graft iliac leg.